Event description:
The pt reported that in 2009, his blood glucose elevated to 240 mg/dl and she bolused through the infusion device. The following morning, the pt's blood glucose measured 219 mg/dl in the morning and she changed the infusion set and bolused through the infusion device. The pt's believes there is an issue with the infusion device, due to frequent e4 (occlusion) errors. The pt's normal blood glucose level is 110 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device and infusion set were requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the unites states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.